Event description:
A customer claims that a cautery pencil sparked inside a patient's mouth during a tonsillectomy procedure. While the customer did list a deroyal cautery pencil product code, in the customer's initial report and in additional information submitted to the manufacturer, the customer called the pencil by another manufacturer's brand name. At the time of the incident, another manufacturer's electrical generator unit and grounding pad were used with the cautery pencil. The customer reported that the wattage was within safety protocol, but that the pencil melted at the tip. No patient injury. Pencil is not available to return because it was discarded.